Event description:
It was reported that "the catheter broke at the proximal end when the patient was moved. The catheter got caught slightly on one side and one of the extension tubes broke." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter broke at the proximal end when the patient was moved. The catheter got caught slightly on one side and one of the extension tubes broke." The device was replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.